Event description:
A healthcare provider (hcp) later reported the medication infused was compounded baclofen. The intrathecal treatment was ongoing. The hcp stated the obstruction was likely at some area of the anchoring area in the paravertebral fascia. The cause of the occlusion was not determined.

Event description:
Following the replacement of the intrathecal catheter on (B)(6) 2013 the patient noted a positional spinal headache with relatedness to the procedure. The event resolved without sequelae on (B)(6) 2013. The patient noted a painful fluid accumulation and swelling around the implanted intrathecal infusion pump. A seroma was diagnosed with relatedness to the procedure. The date of the event was noted to have been (B)(6) 2013. The event resolved without sequelae on (B)(6) 2014.

Event description:
It was reported that the patient had their pump replaced on (B)(6) 2013 due to normal replacement interval. At that time, the doctor was unable to aspirate the catheter, but the patient was receiving effective therapy so there was no indication that replacing the catheter was needed. Following the pump replacement, the patient experienced a loss of therapy. It was further noted that the patient experienced, pain, underdose symptoms, loss of baclofen therapy, less than 50% therapy relief, an increase in spasticity, and an inability to sleep due to pain. The doctor increased the dosage, but that was also ineffective. A catheter revision was scheduled for (B)(6) 2013. At that time all connections were checked and no kinks were found in the catheter. Once again, the doctor was unable to aspirate and decided to perform a catheter dye study. The doctor was met with resistance and was unable to push dye through the catheter. After applying a great amount of pressure to the 3 cc syringe, the doctor felt a sudden release of pressure and the x-ray indicated that the catheter had burst and a couple of globs of dye were visible near the catheter anchor site in the fascia. A catheter break and occlusion were noted. The decision was made to remove the catheter completely and replace it with a new 8780. The catheter was replaced successfully and the patient was now receiving effective therapy. The medication infused was baclofen. The representative later reported on (B)(6) 2013 that the patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
.

Event description:
On (B)(6) 2013, the patient had been prescribed baclofen 10 mg, 1-4 tablets at bedtime. On (B)(6) 2013, baclofen was increased to 10 mg twice per day and 40 mg at bedtime. Baclofen was increased to 140 mcg/day on (B)(6) 2014. The etiology specified relation to the device or therapy and unlikely relation to the implant procedure. The event resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter revealed damage to the catheter body occurred during the implant procedure. The catheter was incorrectly sutured. Initial testing of patency showed segment 2 to be occluded with dried drug. There was difficulty breaking the occlusion loose so segment 2 was cut once to troubleshoot where the occlusion was as well as make it easier to remove the occlusion. Patency testing showed that even though fluid was flowing through this segment, the flow was significantly restricted. An anchor designed for a medtronic stimulation lead was used with the catheter that was returned. The anchor was not designed for, nor approved for, medtronic catheters. Visual inspection of the anchor area indicated a portion of the catheter under the anchor was compressed. A guidewire insertion was attempted, but was met with resistance in the compressed area of the catheter. This portion was cross-sectioned close to the compressed area. Inspection showed the inner lumen to be greatly collapsed. Further analysis using micro-CT scanning also verified the inner lumen was greatly collapsed. A hole was found in the catheter at the 38 cm marking. The engineers determined the characteristics of the hole were very typical of a shear hole caused by an interaction of the catheter with its guidewire during the implant procedure. The catheter was cut open in this area, so the inner wall of the lumen could be examined. Inspection showed several weakened areas on the inner lumen. It was thought that one of the weakened areas broke open during the time the doctor was applying increased pressure to the catheter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump had been reprogrammed on (B)(6) 2013. Medications were administered on (B)(6) 2013. The device had been interrogated on (B)(6) 2013. During the revision on (B)(6) 2013, under fluoroscopy, it was noted that there was extravasation about the intrathecal catheter, superficial to the level of the paravertebral fascia; the area of the anchoring of the catheter. The patient resolved without sequela as of (B)(6) 2013. The severity of the event was moderate and was related to the catheter.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.